Event description:
It was reported that the right atrial (ra) lead exhibited high and infinite impedance, high thresholds and noise, possibly due to fracture. Low impedance was also observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.